Event description:
The manufacturer received information alleging a ventilator stopped operating. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegation could not be confirmed. The device was not repaired and returned to the sales office where it will be scrapped.